Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. In further full review found two no delivery alarms in the pump history on (B)(6) 2024 at 18:31:12.000 and 18:41:00.000 during bolus and basal delivery and the daily total of bolus insulin delivered are 0 u. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. No unexpected no delivery alarm/insulin flow blocked during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (24.7 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case and pillowing keypad overlay during the visual inspection. In summary, pump passed all required testing. Unable to verify customer complaint for low bg. Customer alleged for the pump over delivery was not confirmed. The force sensor is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 0.8 mmol/l. The customer reported hypoglycemia and was treated with glucagon, glucose/carb intake, hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion), manual injection/insulin pen, ems/ambulance/ER visit. The customer also reported loss of consciousness and was treated with hospitalization: overnight stay. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer had used the insulin pump system within 48 hours of the reported low blood glucose event. It was unknown whether the customer used the smartguard/auto mode feature of the insulin pump. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.